Event description:
Caller states the pt 3.6 inr on the coagucheck s system while a comparison lab returned as 2.64 inr. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).